Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for blood glucose levels above 500 mg/dl. It was determined by the endocrinologist, that the insulin pump was not delivering insulin properly. The doctor requested that insulin pump be replaced. The nurse stated that she would have a family member call back to have the insulin pump replaced. Nothing further was reported.